Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms and a low battery about a month prior to the report. It was indicated that the patient had a low battery at the last healthcare professional (hcp) appointment. The hcp changed the device to the low setting, and told the patient they had nine months left on the ins. It was noted that the patient had a power on reset about a week or two prior to the report. The patient reported that they were having to catheterize more because they had more frequency and leakage about a month prior to the report. They were unable to tell if they had to urinate anymore. It was noted that the patient currently had a urinary tract infection, that they had to pick up antibiotics for. There were no falls/traumas or emi interference related to the issues. The patient had an appointment with the hcp scheduled for (B)(6) 2016. The patient was implanted for interstim-other and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.